Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, voids in the gel and deformation. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.